Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Visual inspection revealed that particulate matter was floating inside the fluid path. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia 1000 ml container had a piece of plastic floating inside of it. This was noticed after the device was spiked and filled with an unknown solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.